Event description:
As reported by the user/facility: "i.v. Solution was leaking at the site, connection tightened by anesthesia doc, leaking continued. Nurses removed dressing, saw that catheter hub and catheter were separated, nurse occluded path and removed." The pt was reported as doing okay.